Manufacturer narrative:
(B) (4). The 3.0x26 graftmaster has been filed under MFR#2024168-2010-00393. The 3.0x16 graftmaster has been filed under MFR# 2024168-2010-00391. The 2.75x23 promus is being filed under this MFR#.

Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: perforation requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that during stenting of the lad, in a heavily calcified vessel, after pre-dilatation and successful placement of 2 promus stents, the stent delivery systems were successfully removed; however, with difficulty. Ivus could not be delivered to the treated lesion so post-dilatation was done on both stents using an nc voyager, which was inflated up to 26 atm, which resulted in a large perforation and hemodynamic instability, requiring emergent CPR, intubation with mechanical ventilation, emergent pericardiocentesis and a balloon tamponade placed over the mid lad. A graftmaster was inserted into the vessel, but would not cross the lesion, and was removed without any issues. A second graftmaster was inserted into the vessel, but failed to cross the lesion. While attempting to removal, the sds could not re-enter the guiding catheter; therefore, the devices were removed as one unit; however, during removal, the graftmaster stent dislodged from the balloon into the coronary. The pt was again becoming hemodynamically unstable, so they were taken emergently for multivessel CABG. The pt remains hospitalized with a guarded to poor prognosis. Although requested, there was no additional info provided.